Event description:
During initial mfg testing of a gemstar infusion pump, initially reported as MFR report number 2921483-2009-00429, unrestricted flow was noted from the tubing set that was returned with the pump for testing. The initial report indicated, "the customer contact reported the pt rec'd less medication than intended. On an unspecified date and time, the device was programmed to deliver fentanyl 10mg/ml, at a rate of "25mcg/ml." No further programming parameters were provided. On (B) (6)2009 at an unspecified time, the customer contact reported the delivery was started. It was reported that the device had been in use for four days. The customer contact reported the device had "underdelivered"; however, the customer contact could not provide specific details. The device was removed from clinical service. It was reported that the pt's vital signs were stable with no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device delivered less than expected. Though requested, no add'l info was provided."

Manufacturer narrative:
The device was rec'd. Investigation is not completed. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).